Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to a hole in the cuff. The cuff was replaced. There were no patient complications reported.